Event description:
The customer reported the unit will not turn on with ac or battery power. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.